Manufacturer narrative:
This is our combined first and final report on this incident.

Event description:
The customer reported that the tango optimo reported a false antibody screening result and one false blood group result on three cord blood samples, but re-testing yielded correct test results. Our field service engineer inspected the affected tango optimo and found that the pipettor needles were not cleaned. Our field service engineer changed the 3x3 valve block, which is responsible for the described issue, because the valve block was out of function. The new valve block function was checked. All liquids were correctly transported. Performing of test runs yielded acceptable results. The customer's complaint could be confirmed. A repair intervention solved the issue and after the affected instrument part the tango optimo was exchanged, the instrument generated results as expected.